Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. H3 other text : device was not returned to manufacturing facility.

Event description:
It was reported that a 6-hour cisplatin infusion was supposed to complete at 2320 on january 24, 2024. The rn went in to flush cisplatin at 2300 and notice that the bag still had volume to be infused in the bag. The pump said 821ml infused out of 834mls so rn added 13mls of volume to the pump. After 13mls infused, the bag still had approximately 50mls of volume left, plus the 30mls in the tubing. This was reported to bd representatives during their site visit. There was patient involvement but no harm.